Event description:
It was reported by the customer that the needle broke off from the syringe/hub while in use on a patient. Forceps were required to retrieve the needle from the patient's skin. There was noted skin irritation post retrieval. This was reported to have happened more than once from separate boxes with the same lot number.